Event description:
Beckman coulter inc. (Bci) internal monitoring data for glucose (glu) indicated one patient did not match when running in duplicate mode on the unicel dxc 800 pro synchron clinical system. The initial glu sample result was 90mg/dl and then run in duplicate mode yielded a result of 3mg/dl. The customer reported the result of 90mg/dl. The customer did not call and complain to bci about this event. There was no affect to patient with regard to this event.

Manufacturer narrative:
A field service engineer (fse) was already on-site for another issue and was notified of this event. The root cause for this event appeared to be a short sample scenario.